Event description:
A hospital reported that fluid/air exchange function did not work during surgery. It was not noticed during the priming of the cassette. No pt impact was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).